Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set flowed faster than expected. The reporter stated that when an unspecified secondary set was attached to the continu-flo primary set, the infusion fluid flowed faster than the set infusion rate. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.